Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high voltage lead impedance. No symptoms reported. No intervention performed. There were no patient consequences.